Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument data and determined that quality controls were within range and there were no process errors generated. The customer stated that those two samples were the only samples affected. The cause of the discordant hba1c results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated hemoglobin a1c (hba1c) results were obtained on two patient samples on a dimension vista 1500 instrument. The results were reported to the physician(s) and the result for sid (B)(6) was questioned. The laboratory repeated that sample and the sample run at the same time (sid (B)(6)) on an alternate dimension vista instrument and obtained lower results on both. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hba1c results.